Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 400 mg/dl. Customer experienced diabetic ketoacidosis, high blood glucose levels and hospitalization. Customer received a no delivery alarm and believed they were not receiving insulin. Customer advised when they got out of the hospital the device continued to alarm no delivery. Troubleshooting for no delivery alarm was performed. Customer advised this was a past event and changed out their entire set. Customer advised they would like to return their infusion set and reservoir for analysis. Customer was advised that replacement infusion sets and reservoirs will be sent out.